Manufacturer narrative:
(B)(4). Date of initial report : 05/23/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing during a laparoscopic sleeve gastrectomy procedure. There was no injury to the patient

Manufacturer narrative:
Evaluation summary: one (B)(4) was originally received for evaluation. The reported device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The customer reported the device produced no seal. The returned product could not be located after it was received into the complaints lab. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is found, we will re-open this investigation. Additional information correction. If information is provided in the future, a supplemental report will be issued.

Event description:
The ligasure wasn't sealing. Changed slots, then changed machines. Finally changed the hand piece and it worked. Add'l info: the device did activate but failed to seal. The device was being used with a force triad. The procedure was a lap sleeve case. No patient information is available.